Event description:
One and a half hours onto bypass, after removing the cross clamp, air was noted at the cannula up at the table. There was no bubble detector in use at the time. The oxygenator reservoir and membrane were full of blood at the time. Bypass was stopped and very small bubbles were seen in the outlet side of the arterial filter. The circuit was clamped off, blood was recirculated, and the circuit was de-aired. Bypass was restarted with no further problems. Later in the evening, the pt experienced major seizures. A neurologist was called in to perform tests. Results of said tests are unknown. Later contact with the perfusionist indicated that the pt is fine. All products in use at the time were sent to an independent auditor by hospital risk management.